Manufacturer narrative:
The act button did not respond due to corroded keypad trace. Analysis was unable to verify battery out limit alarm due to no button response. The insulin pump had cracked display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 57 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.